Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at third-party service center, an error code indicating an absolute proximal pressure deviation was found in the ventilator's downloaded error log. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time. Additionally, the device's air foam inlet filter, particulate filter and muffler will be replaced due to the 4 year preventive maintenance procedure. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.